Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that the socket was slightly interrupted when the camera connector was shaken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The third party distributor on behalf of the customer reported to olympus, the visera video system center image disappeared when moving the camera and there was a connector problem. The issue was found during preparation for use for laparoscopy procedure. The intended therapeutic procedure was completed with a similar device without any delay. There were no reports of patient harm.